Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch# mw5102959. Investigation summary: a complaint of particulates floating in the tubing was received from the customer. No product or photo was returned by the customer. The customer complaint of foreign matter could not be verified due to the product not being returned for failure investigation. A device history record review for model 2432-0007, lot number 20115880 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10nov2020. There was 1 quality notification issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a foreign particle was seen floating in the bd alaris¿ pump module smartsite¿ infusion set IV tubing during the infusion. The following information was provided by the initial reporter: "rn was reattaching IV tubing she noticed something floating in the IV tubing. Rn told patient that she was going to get her new fluids and new tubing since she just got out of the shower and then removed the affected tubing from the patient's room. After visual inspection, the ns 1l bag was not expired and there was a visible particle in the IV tubing from where the particle is located, it does not appear that this particle came from the ns bag. It appears to be at a ysite location. The pt had metoclopramide, prochlorperazine, and diphenhydramine ivpush administered during this 24 hr timeframe. None of these medications would be expected to cause this result in the IV tubing unless there was contamination while attaching the medication to the IV tubing. We would never be able to confirm or deny that. The most likely cause is that this particle was already present in the IV tubing before being removed from the package and used on the pt the IV tubing used is bd alaris pump infusion set."